Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that patient with this right ventricular defibrillation lead underwent a device upgrade procedure followed by an atrioventricular node ablation, after which a shock impedance measurement of greater than 125 ohms was observed. After a short period of time the values returned to normal range. Technical services discussed the high shock impedance measurement was likely due to the extra energy from the ablation and once the energy dissipated the measurement returned to normal. It was noted that all other lead diagnostics were fine. The lead remains in service. No adverse patient effects were reported.